Event description:
Home patient's family member called baxter's technical assistance line for assistance as the patient's transfer set became separated from the patient line of the homechoice cassette during dwell 2/5 of the patient's automated peritoneal dialysis treatment. Follow up with the rn indicated that the patient's family member did not make a tight connection at the beginning of treatment causing the separation. Per rn, the patient discontinued treatment and reset up with new supplies to complete therapy. Per rn, no patient injury or medical intervention was associated with this incident.